Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 100mm thoracic dissection. It was reported during the index procedure, after the tip of the stent entered the patient's skin, it was difficult to continue to push it into the patient's body. After repeated attempts, it was found it could not be pushed into the patient's body therefore the physician chose to withdraw it. After withdrawing, it was found that the stent inner core and the conveyor were derailed and could not be restored to the original position. After repeated attempts to repair, the physician could not restore the stent. The physician chose to replace the stent which was then successfully implanted. Per the physician the cause of the insertion difficulties is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that there was no introducer used with the valiant captivia. There was no tortuosity or calcification observed. Device evaluation summary: two (2) photos were received from the account. One photo captures the delivery system with the graft deployed and a gap evident between taper tip and the graft cover tip. The other photo captures the delivery system handle with the external slider in the home position. Cath lab staff appear to be attempting disassembly of the external slider. The reported deformation could not be confirmed through review of the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was confirmed the delivery system was inspected prior to insertion into the patient and no issues were found. It was noted that the stent delivery system had a total of three layers of tracks. The innermost layer of guide wire cavity track was derailed from the outer two layers, and could not be restored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider and the tip capture release handle in the home position. The detached peek lumen and taper tip were returned. The peek lumen had detached on the flared area. The handle was disassembled, and the taper tip assemble removed. A section of peek lumen was visible on the hypotube within the backend t-tube fitting. Vistal inspection confirmed there were no edges or burrs on the hypotube that could have damaged the peek lumen. There was no stretching or deformation visible on the peek lumen. A longitudinal scratch was observed on the taper tip. Hypotube length was measured at 0.107-inch (pass); specification is 0.105-inch to 0.0109-inch. Hypotube ID was measured at 0.069-inch (pass); specification is 0.067-inch to 0.073-inch. Hypotube od was measured at 0.079-inch (pass); specification is 0.078-inch to 0 .082-inch. Tapered tip ID was measured at 0.045-inch (pass); specification is 0.042-inch to 0.048-inch. Tapered tip/peek ID was measured at 0.042-inch (pass); specification is 0.041-inch to 0.043-inch. Tapered tip/peek od was measured at 0.059-inch (pass); specification 0.059-inch to 0.061-inch. Compression fitting ID was measured at 0.071-inch (pass); specification is 0.070-inch to 0.071-inch. Compression fitting od was measured at 0.150-inch (pass) specification is 0.147-inch to 0.153-inch. Back end t-tube depth 0.302-inch (pass); specification is 0.295-inch to 0.305-inch. Back end t-tube width was measured at 0.100-inch (pass); specification is 0.098-inch to 0.102-inch. Detachment of the peek lumen was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.